Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. No device problem was found. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. No previous service history for this device was located in the database.

Manufacturer narrative:
UDI is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator doesn't detect cycles and there is a low pressure alarm all the time. No patient involvement reported.